Manufacturer narrative:
Product complaint#: (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there patient consequences? If yes, please specify. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a pathological resection of retroperitoneum under general anesthesia procedure on (B)(6) 2024 and suture was used. At 13:00, the patient underwent surgery. During the operation, the instrument nurse used a normal needle holder to clamp the needle, the problem of pulling off suture needle happened. It was discovered in a timely manner, and the use was immediately stopped. A new suture was replaced. No adverse patient consequences were reported. Additional information was requested.